Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported bleeding, as well as a direct correlation to the heartmate 3 lvas, serial number (B)(4), could not conclusively be determined through this evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 04sep2020. The heartmate 3 lvas IFU is currently available. This IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Section 6, ¿patient care and management¿ also provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was implanted with heartmate 3 on (B)(6) 2020 without any complication and went to the intensive care unit (ICU). In the evening, there were sternum bleeding issues observed and the patient went back to the operating room for reoperation. The patient returned back to the ICU with open sternum. The sternum was closed on (B)(6) 2020, the patient was extubated and reported as stable.